Event description:
Additional information was received from the consumer reporting the circumstances that led to the implantable neurostimulator (ins) being off and symptoms was the nursing home did not charge the device, so the ins shut off and they did not know it. They contacted the manufacturer and were walked through the procedure to take care of recharging the battery. Everything has been fixed and resolved.

Manufacturer narrative:
H6. Codes have been updated to reflect the new information. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could hardly walk and really couldn't move at all. They took the patient to the hospital where they were then transferred to a nursing home. They checked the ins a few days ago and saw the ins was off. When they turned it back on, the patient felt a tingling sensation again. The patient has been slowly regaining her ability to walk and move.